Event description:
Caller reported that the cartridge used in their insulin pump leaked insulin, an issue they experienced seven times over the past two weeks. This caused the customer's blood glucose level to read as "high," although the specific value was not provided. The customer managed this by administering a correction injection via multiple daily injections (mdi), and no third-party assistance was required. The caller is currently using mdi and intends to attempt loading a new cartridge with technical support's guidance, with the case remaining open for follow-up.